Manufacturer narrative:
Per tandem's t:slim x2 user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer consumed fewer carbohydrates that the amount that the customer had delivered a bolus for. The customer's blood glucose level was about 55 mg/dl, and was addressed by consuming carbohydrates. Recommendation was made to consult with health care provider regarding diabetes management.